Event description:
It was reported that this patient's right ventricular (rv) lead was surgically abandoned and replaced due to oversensing without pacing inhibition. The patient's cardiac resynchronization therapy defibrillator (crt-d) remained in service with the new rv lead. Eventually, this crt-d was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead was surgically abandoned and replaced due to oversensing without pacing inhibition. This cardiac resynchronization therapy defibrillator (crt-d) remains in service with the new rv lead. No additional adverse patient effects were reported.